Event description:
On (B)(6) 2015, it was reported that a drill bit broke while performing a sign im nail implant surgical procedure. There was no reported harm to the patient or the surgeon due to this event.

Manufacturer narrative:
A product investigation was performed for this device. The device was not returned to the manufacturer for evaluation. The root cause for the broken drill bit is undetermined. The radiographic and clinical data were reviewed by a sign orthopedic surgeon for clinical risk. The surgeon performing the surgery has primary responsibility in determining clinical risk for broken drill bits. There was no reported harm to the patient or surgeon due to this event. Sign fracture care international will continue to monitor these events as part of our post market activities.